Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4).

Event description:
The affiliate stated the customer reported the avea ventilator was showing low air pressure and displays only 17 psi (pounds per square inch). The affiliate stated the customer suspected the air inlet pcb (printed circuit board) is the cause of the issue. The issue event was found during pre-use testing and was immediately taken out of service. Carefusion (cfn) global care support has provided the customer with the new air inlet pcb for use. The affiliate stated the customer reported no patient involvement or allegation of patient harm. At this time, cfn has not received the suspect device component for evaluation.